Event description:
This valve was first implanted approximately 1.5 years ago. Since that time, dr found that the valve was not accurate after the initial programming and subsequent reprogramming. The patient came into the or with the plan of removing this valve and inserting a valve made by a different company. Dr stated that since the valve was malfunctioning and being voluntarily recalled by the company, the patient desired to proceed with a shunt revision. The procedure was performed without incident.====================== manufacturer response for codman certas, codman certas programmable valve (per site reporter).====================== will send prepaid shipping label to return.